Manufacturer narrative:
The reported event of noise and material integrity problem was confirmed. As received a complete lead was returned in one piece. Visual examination found one external insulation abrasion exposing the outer coil, consistent with friction to the device can. The cause of the reported events was isolated to the exposed coil at the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shots.

Event description:
It was reported that the right ventricular lead was exhibiting noise. A fracture was noted. The rv lead was explanted and replaced. There were no adverse health consequences to the patient.